Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was inserted into the patient's duodenum. The physician noted that the when the device was bowed, the cut wire was bent. The device was removed and the procedure was completed with another hydratome rx sphincterotome there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient developed an infection leading to skin necrosis. Repeated courses of antibiotics did not resolve the infection. The device was explanted (B)(6), 2010. Reimplantation is planned, but had not taken place at the time of this report.